Event description:
Patient reported hospitalization in 2006, as a result of dropping the infusion device, causing the infusion set tubing to break at the luer lock connection. Patient indicated his blood glucose elevated to >400 mg/dl. He reported going to the emergency room, since he did not have any supplies or backup device with him at the time of the event. Patient was treated with a 7 unit insulin injection. He indicated his blood glucose level returned to normal. His normal range is 60-180 mg/dl. Patient stated, he did not experience any symptoms associated with elevated blood glucose. The patient stated that, the product was not available to be returned for evaluation. The patient could not provide any lot specific information due to the product being unavailable.

Manufacturer narrative:
Product not returned for evaluation.